Event description:
This report was investigated by the philips complaint handling team. Philips received a complaint on efficia dfm100 defibrillator monitor indicating that the defibrillator shows a failure during the operating check. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The available details indicate that the defibrillator showed a failure during the operating check. The device was not made available to philips, so visual and functional testing could not be performed, as the customer had resolved the issue (no actual technical issue with the system). The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, we were unable to determine the cause of the reported problem. The reported problem is not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device has not been made available to philips. Hence visual and functional testing could not be performed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that the defibrillator shows a failure during the operating check. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.